Manufacturer narrative:
Event date is estimated. It was reported to abbott, during a reprogramming session, x-rays revealed slight migration of one of the patient¿s leads. Reprogramming was not effective. Additionally, two contacts had low impedance preventing the system from being placed in MRI mode. Repositioning was tried to no avail. The plan was to have the patient CT scanned and perform additional programming. As of 13 feb 2023, no surgical intervention had been planned. A review of salesforce indicates a revision took place on (B)(6) 2023 where two 3186 leads, anchors were placed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2023-03102. It was reported that the patient's leads had migrated and the patient was experiencing low impedance. Surgical intervention was undertaken on (B)(6) 2023 where in the patient's leads were explanted and replaced and therapy was restored.